Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator inoperative alarm was duplicated. Vent inoperative fix was performed with the current software and resolved the issue. The flow sensor was replaced preventatively. Also, during the operational check, the buzzer made a small sound and the speaker failed, display board and buzzer assembly were replaced to resolve. The device's flow sensor, buzzer assembly and display board were returned to the manufacturer's product investigation laboratory for investigation. The flow sensor was replaced as a precautionary measure. No investigation of the component was performed. The device's buzzer assembly was placed on the multifunctional test station and was run for approximately one hour and a hardware power failure condition was simulated with the buzzer tone performing as expected. The component passed all final testing. The technician concluded the buzzer assembly performed to manufacturer's specifications. The device's display board was placed on the multifunctional test station and was run for approximately one and half hours. The technician confirmed that no speaker related errors reoccurred. The component passed all final testing. The technician concluded the display board performed to manufacturer's specifications. A current software download was performed which resolved the ventilator inoperative condition, therefore resolving the reported issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator inoperative alarm was duplicated. Vent inop fix was preformed with the current software and resolved the issue. The flow sensor was replaced preventatively. Also during the operational check the buzzer made a small sound and the speaker failed, display pca and buzzer assembly were replaced to resolve.